Manufacturer narrative:
Corrected information was provided in h.6, evaluation code 4119 was missed to submit during initial report. The file states the use of non-company viscoelastic which is not qualified for use with the associated company device. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow IFU(instructions for use), as the surgeon states the use of non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to underfill, overfill, misfolding , delivery issues and /or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the iol optic got cracked from the haptic root to the center. The surgery was completed and the lens remains implanted in the patient's eye. Additional information has been requested.